Event description:
It was reported to boston scientific corporation in 2006, that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure on a female patient (age and weight unknown) on the same day. According to the complainant, the balloon "burst during trawling of the common bile duct." The procedure was completed with another extractor rx retrieval balloon. There was no serious harm to the patient as a result of this event. The patient's condition at the completion of the procedure was reported as satisfactory.

Manufacturer narrative:
A search of the complaint database revealed no additional complaints reported for the same lot. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.